Event description:
Information was received indicating that the motor of a smiths medical medfusion pump was too loud. No adverse effects were reported.

Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. The device was received with the plunger assembly broken and rotated. A on-OEM battery was found in device. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported issue. Unable to duplicate or replicated customer issue. Pump will be quarantine due to non-OEM battery was found in device. H6) additional information was received indicating that there was no patient injury.